Manufacturer narrative:
(B)(4): physio-control advised the customer to remove the device from service and obtain a replacement, as the device is not field serviceable and no longer under warranty. The customer was put in contact with a sales representative.it was later confirmed by the customer that the device has been permanently removed from service and a replacement device acquired. The device has not been evaluated by physio-control.the cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.